Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so no evaluation could be made. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed a 'service gas system' message. As mitigation, the epgs was rebooted and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.